Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.

Event description:
It was reported that at 14:30 on (B)(6) 2024, when the intubation nurse was preparing to intubate the patient, she unpacked kit to check the microintubation sheath and found that there was a rupture at the front end of the microintubation sheathno other information provided, at this time.

Event description:
It was reported that at 14:30 on (B)(6) 2024, when the intubation nurse was preparing to intubate the patient, she unpacked kit to check the microintubation sheath and found that there was a rupture at the front end of the microintubation sheathno other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of damaged microintroducer is confirmed; however, the exact cause is unknown. One photograph of a microintroducer was returned for evaluation. An initial visual observation of the photograph showed a microintroducer with a longitudinal split and some plastic deformation on the distal end of the ptfe sheath. No obvious evidence of use was observed on the sample in the returned photograph. Although damage was observed on the distal end of the sheath, no details or distinguishing features of the damage can be discerned from the returned photograph which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.